Manufacturer narrative:
As per the manufacturer's evaluation report: upon evaluation the tip was found to be broken off. The broken off piece was not returned. The device looks unusually worn and scratched. The remaining tip shows scratches, dents and discoloration. The breakage surface looks homogenous and rough. The connector was found to be loose. The surface looks discolored and corroded. The root cause most probably is wear and tear and insufficient inspection. As described in the corresponding pi and IFU, the electrodes must be inspected before use; the strong usage marks were most probably visible before its last use. The end of the product's service life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use. No indication for a material or manufacturing related issue found during investigation.

Event description:
As per a report we received from the factory in (B)(4) which was filed with the polish authority: during laparoscopic preparation of the kidney, the working part of the laparoscopic hook was burned and broken off. When the event was confirmed, attempts were made to search for a part of the instrument in the surgical field, and after removal of the kidney, the removed tissues for histopathological examination was also searched. Despite the measures taken, the missing part of the instrument was not found.